Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed the problem by observing the x2 loader not moving when activated through the maintenance screen. Fse found that the loader had dried serum that had spilled dripping onto the x2 belt roller, which caused the roller to lock up and not move. Fse cleaned and lubricated the loader and ran rack rotation macro multiple times and a patient sample without any issue. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date of (B)(6) 2018. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2323] unscheduled rack return-start cause: when the return (x2) feed mechanism was being returned to the home position, the x2 starting point rack detection sensor s079 detected a rack, preventing the return (x2) feed mechanism from being returned to the home position. Action: remove the rack at the return feed starting point. Alternatively, check s077. The most probable cause of error 2323 was due to a seized roller belt bearing on the x2 axis in the loader caused by dried serum, which was spilled by the operator.

Event description:
A customer reported error 2323 (unsched rack at return-start ) with the aia-900 instrument. They also got error 4183 s loader x2 home overrun. Technical support (ts) instructed the customer to perform a rack rotation but the error 2323 persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.